Manufacturer narrative:
Section d4: expiration date not provided. Section d10, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of a smoke coming from the battery charger and a wrench symbol can be confirmed. The evaluation of the returned universal battery charger (ubc) serial number (B)(6) revealed a burn mark around the bridge rectifier (d2) on the power supply pcb. A significant amount of fluid residue/corrosion was observed around the d2 where multiple components were affected. The observed damage to the bridge rectifier appeared consistent with the fluid residue/corrosion at that area. The customer was contacted with the estimate of the repair costs and the customer requested to scrap the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient placed a battery in the battery charger and heard a loud noise. The patient saw smoke coming from the battery charger and there was a wrench symbol on the battery charger. The patient unplugged the device and was unable to charge their batteries and was several hours away from the clinical site. The patient was given a loaner charger. No further information was provided.